Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump received no button response due to flattened button dome switch. Insulin pump received with moisture damage on the electronics assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported by the customer's mother that the insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to moisture from sweat. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.